Event description:
It was reported that an implantable neurostimulator (ins) was flipping in the pocket, and when it did it caused the patient pain at the pocket site. The patient¿s doctor did a revision to move the pocket toward the ribs and suture it in place to keep it from flipping. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported, the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).